Event description:
It was reported that the bracket pivoting pin on a transport chair cut the user's legs. The user was seen by the doctor. The extent of the injuries is unknown. Should additional relevant information become available, a supplemental report will be submitted.